Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contribute to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause was the external force applied to the distal end due to handling or it might have been the device degradation. The following statements from the instructions manual are applicable: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
The evaluation of the asset scope found the adhesive at the distal end forceps cover was found peeled off; passed the leak test. Additionally, the bending section cover adhesive was cracked and the auxiliary/elevator water supply channel was loose. The asset scope was repaired to specifications and returned to asset stock. A review of the asset's repair history shows the asset was last service inspected on (B)(6) 2021 with no problems found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera ii ultrasound gastro-video endoscope's adhesive at the distal end forceps cover was found peeled off. There was no report of any problems associated with the asset scope and there was no report of patient injury or harm.